Event description:
I had 2 strokes in 2017 and put on a philips dreamstation bipap. I have had shortness of breath and a squeezing heavy chest sensation since. Breathing through the mask had a peculiar smell which I thought was the plastic from the new mask. After the recall my dme company attached a filter to the machine between the machine and tubing which has taken the smell away as a temporary fix waiting for a permanent solution. I do not feel confident in philips remedy and want a replacement resmed machine. As my machine is not 5 years old they are indicating I have to pay (B)(6) out of pocket because they have no remedy. I am really disturbed as no one advised me of this problem!!! Philips nor the dme co, advised of this issue. I have been excessively short of breath for years on the machine without cause. I have breathed a strange smell through the mask for 2 years that I thought was a new mask smell and it was the off gas from the filter breaking down. No one til this day has sent the users a letter advising us of this. Not the dr, supplier or philips. This us a disgrace. FDA safety report ID# (B)(4).